Event description:
This is filed to report death. This research article was a retrospective study designed to evaluate the outcomes and problems of comprehensive surgical treatment for atrial fibrillation (af) syndrome with atrial functional mitral regurgitation (afmr). It was reported that 48 patients underwent surgical treatment between 2014 and 2021. Complications identified in the study included: heart failure, recurrent mr, cerebral infraction, hospitalization, re-operation and death. In conclusion, comprehensive surgical treatment for af syndrome can prevent cerebral infarction regardless of age, defibrillate af at a high rate, and control mitral regurgitation. Details are listed in the article titled, "outcomes and problems of comprehensive surgical treatment for atrial fibrillation syndrome with atrial functional mitral regurgitation". No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Based on the information reviewed and due to the limited information available from the article, the cause of the reported death was unable to be determined. The reported death is listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances as an additional procedure was performed on a small sample of patients. There is no indication of a product quality issue with respect to manufacture, design or labeling.